Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd phaseal optima protector (p20-o multi) leaked. The following information was provided by the initial reporter: "date received for intake: (B)(6) 2020, material no. 515065, batch no. 2001102. It was reported that after the protector was place on the vial, leak and drop appeared between the protector sleeve and the vial rubber stopper. Per pir: "it was reported that after the protector was place on the vial, leak and drop appeared between the protector sleeve and the vial rubber stopper."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/28/2020. H.6. Investigation: upon receipt, the product was indicated to be chemo contaminated and unfortunately, could not be evaluated. One video along photos were also provided to our quality team for investigation. Through visual inspection, a leak around the neck of the bottle was observed. It was noted that the aluminum cap of the vial was damaged and the spike from the protector appeared to be connected at an incline. A device history review was performed for suspected lot 2001102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for lot 2001102 and no issues related to the reported incident were found. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no damage or defects were observed. Each protector was connected to a vial, injector, and syringe. In all cases, the protector properly punctured the vial, the connection was secure, and liquid could be withdrawn from the vial without issue, no leakages occurred. Based on our investigation and sample evaluation, we cannot identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that bd phaseal optima protector (p20-o multi) leaked. The following information was provided by the initial reporter: "date received for intake: (B)(6) 2020. Material no. 515065, batch no. 2001102. It was reported that after the protector was place on the vial, leak and drop appeared between the protector sleeve and the vial rubber stopper. Per pir: "it was reported that after the protector was place on the vial, leak and drop appeared between the protector sleeve and the vial rubber stopper."